Event description:
This is filed to report a leak. It was reported during preparation, a steerable guide catheter (sgc) would not hold fluid column. The sgc was prepared again, and it still was unable to hold fluid column. Therefore, the sgc was discarded and replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported leak / splash (loss of fluid column during prep) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.